Event description:
On (B)(6), 2013, the patient underwent treatment of an abdominal aortic aneurysm with four gore excluder® aaa endoprostheses. On (B)(6) 2014, follow-up imaging identified a proximal type I endoleak, migration of the trunk into the aneurismal sac (amount unknown) and an aneurysm diameter of 9 cm (previous measurement unknown). An intervention has not been performed to treat the migration as the patient is refusing further treatment. Reportedly, the physician believes the migration is due to disease progression of the proximal neck. Due to the disease progression, the trunk lost wall apposition, resulting in the proximal type I endoleak.

Event description:
On (B)(6) 2013, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses and gore® viabahn endoprostheses. It was reported that due to a short proximal neck, stents were implanted into both renal arteries as part of a snorkel procedure, and the trunk was implanted up to the superior mesenteric artery. On (B)(6) 2014, the patient presented emergently to the hospital, and follow-up imaging identified a proximal type I endoleak, ~3 cm distal migration of the trunk, and 2 cm aneurysm enlargement to 9 cm. It was reported the proximal neck enlarged due to disease progression, causing the trunk to migrate distally and resulting in a proximal type I endoleak. The physician also reported that due to the snorkel technique, flow may have come between the viabahn stents implanted in the renal arteries and the trunk, causing possible infolding and the distal migration of the trunk. An intervention has not been performed to treat the endoleak and migration. No further adverse events were reported.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
.